Event description:
A consumer reports her vision has deteriorated following bilateral intraocular lens (iol) implant surgeries. She reported that the lenses were set, so she would see 20/20 without glasses and that they were perfect for about six years. Additional information has been requested. There are two medical device reports associated with this event; this report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional information was requested on 12/06/2010 by phone. The name of the implanting surgeon is unk at this time. (B)(4).